Event description:
Consumer called to report that her skin from her stomach came off with heat patch after using product for nine (9) hours, overnight, for muscle soreness. She has been receiving treatment from a burn clinic once a week and intends to follow-up with doctor/surgeon.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unk. Will continue to monitor on monthly trend reports.